Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is not confirmed as the device was not returned for investigation. Additionally, no images were submitted for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause(s) for the reported failure can be attributed to user error due to misaligned insertion, or excessive forces through leveraging/prying the device.

Event description:
On 1/30/2025, it was reported by an arthrex subsidiary employee via email that an ar-2325bcc biocomposite swivelock anchor tapes that was threaded through the eyelet spun around and did not go into the bony foramen. The case was completed using another ar-2325bcc biocomposite swivelock. This was discovered during a procedure on (B)(6) 2025. Additional information received on 2/4/2025: this was discovered during a slap repair. Everything was removed from the patient before using the new biocomposite swivelock to complete the case. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.